Event description:
Event description: ecn event description: the physician was in the lipv in the flower formation with the wire out. When she went to bring the wire into to go to the ripv, the wire seemed to catch momentarily but she was able to pull it into the catheter. When she advanced the wire out into the ripv, the wire seemed to be buckling. I suggested she take the wire out as it seemed something was wrong with it. When we took it out, we could see that the inner core of the wire was sticking out of the outer coating. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? N/a. What is the next course of action? Please replace product. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: (B)(4). Int additional questions: device 1: upn 000000000008749120, model number null, lot or serial number (B)(6). If failure mode is 'other,' details: the wire unraveled in the catheter while the catheter was in the patient's left atrium. Was issue present upon opening package? No. Int failure modes: device 1: upn 000000000008749120, model number null, lot or serial number (B)(6). Other the wire unraveled in the catheter while the catheter was in the patient's left atrium. Int device outcome comment: procedure outcome procedure completed using an alternate device. Time of event: during procedure. As reported code: 2446: unraveled material, 1763: kinked, 5166: core wire 1146: core, protrusion from tip & 1274: difficult to advance. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.